Event description:
It was reported that 2 tensioners could not applied the tension to the cable. The surgeon used a spare cable and the procedure was finished. It was not clarify that which cable or tensioner had problem.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, then it will be submitted in a supplemental report.